Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power and a sticky trigger. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device had rust stains on the terminals, rust stains on the attachment connections, sticky triggers, the upper and lower triggers were snagging, the device was making an unexpected/abnormal noise, vibration, and had insufficient/low power. It was further determined that the device failed pretest for general condition, check for sticky triggers, and check the power with the power test bench. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
Updated event description: it was reported from japan that during service and evaluation, it was determined that the small battery drive device had rust stains on the terminals, rust stains on the attachment connections, sticky triggers, the upper and lower triggers were snagging, and had insufficient/low power. It was further determined that the device failed pretest for general condition, check for sticky triggers, and check the power with the power test bench. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power and a sticky trigger. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. Correction b5, h10: subsequent investigation was performed and the investigation has been updated. The date returned to manufacturer was documented as march 18, 2022 on the initial report. This date has been updated to march 7, 2022. It was inadvertently reported in the initial medwatch report that the device failed pretest for vibration and making an unexpected noise. The event description (b5) has been updated as these failures were mistakenly specified in the pre-test.